Event description:
Catheter did not deflect properly.====================== health professional's impression======================n/a====================== manufacturer response for therapy cool path, therapy cool path======================awaiting response